Event description:
Follow-up identified the patient underwent ipg replacement on (B)(6) 2018 due to inoperable ipg. Reportedly, the patient failed to recharge for over 6 months. Postoperatively, stimulation was restored and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight and as a result their scs system is no longer functioning as intended. In turn, surgical intervention may be undertaken as the next course of action to address the issue.